Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three. The hp had three bags connected and only the heater bag had solution. The hp was able to tighten the connections a little more as the connections were loose. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to complete therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be due to loose connections, which is a known cause of this type of alarm. The cause for the loose connections was not determined. Should additional information become available, a follow-up will be submitted.